Manufacturer narrative:
The complainant has indicated that the reason for the iol exchange is the need of a different power iol. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as user facility reported that the reason for the iol exchange is the need for a different power iol. The complaint appears to be calculation related. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced blurred vision and the clinical reason was patient needs different power. The iol was explanted and exchanged in a secondary procedure for atiol (advanced technology intra ocular lens) lens. Additional information has been requested.